Event description:
It was reported to philips that the device issue was described as "pacing did not capture during patient use". The patient involved was reported to have not experienced harm or an adverse patient impact.